Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(6) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed a recharge antenna failure, it was stuck on checking the recharger and the insulation pulled away and the device was scrapped. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. Patient wasn't able to charge their implantable neurostimulator (ins). The patient's controller showed "recharging" but not good or excellent. The patient denied damage on their recharger antenna but confirmed it was hot. The issue was not resolved. During the call the patient was able to start charging their ins but patient services specialist (pss) still requested a recharger antenna be sent to the patient. Patient said they charge their ins every other day. Additional information was received from the patient. Pt received the follow up letter asking the pt what his weight was at the time of the event. Pt said he did not understand what his weight have to do with it because he called about the rtm not charging properly. Pt received a new recharge and he is good now. It is working fine. Pt said 'how is the patient supposed to charge standing up, you will need to sit down still'. Pt said he would rather not send the response letter back. Pt did not provide his weight and only said he did not weigh 400 lbs. Pt mentioned he has to charge every 2 days now. Pt said he has his ins on all the time otherwise he would not be able to walk.